Event description:
It was reported that a patient experienced an infection, presumed to be peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the presumed peritonitis event was unknown. It was reported that the patient presented to the emergency room with manifestations of cloudy pd effluent and soreness. The patient was treated with unspecified antibiotics intraperitoneally (dose and frequency not reported) for the event. At the time of this report, the patient was recovering from the event. Action taken with apd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Based on the international society for peritoneal dialysis guidelines, a patient presenting with cloudy peritoneal effluent in the context of peritoneal dialysis should be presumed to have peritonitis until peritonitis is able to be ruled out. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.